Manufacturer narrative:
Manufacturer email (B)(6). The device was inspected by a field service engineer. It was verified that the coolant level was correct and that no air was present in cooling system. It was noticed that the fuse was blown, therefore it was removed and replaced. The optical alignment, output power, safety checks and cellular strength were checked. The fuse and the holder were received at our quality assurance laboratory. The fuse holder was returned in pieces and the fuse was electrically open. No further tests were possible. It was determined that the damaged fuse damaged could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the procedure, error code 188 occurred and due to this, the procedure could not be completed. The procedure outcome could not be determined despite good faith efforts. There were no patient complications reported. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation is unknown.

Manufacturer narrative:
D3. Manufacturer email (B)(4). The device was inspected by a field service engineer. It was verified that the coolant level was correct and that no air was present in cooling system. It was noticed that the fuse was blown, therefore it was removed and replaced. The optical alignment, output power, safety checks and cellular strength were checked. It was determined that the damaged fuse damaged could have affected the device performance leading to the event experienced by the customer. Since an expected or random component failure was identified without any design or manufacturing issue, the investigation conclusion code selected for this complaint is cause traced to component failure.

Event description:
It was reported that during the procedure, error code 188 occurred. The procedure outcome could not be determined despite good faith efforts. There were no patient complications reported. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.